Event description:
It was reported to philips that the heartstart mrx monitor / defibrillator generated a ¿no shock delivered¿ message when there were apparent signs, including on the rhythm strips, that a shock was delivered. The patient experienced an event of cardiac arrest with an outcome of death.